Event description:
Provider alleged manifold valve not shifting fully. Per independent repair center statement, the unit was alarming or red light -- confirmed. The key failure was the manifold valve intermittently not shifting fully.